Event description:
Complainant alleged that during a routine shift check by a clinician, the unit displayed a "defib fault 80" message on the device screen. The complainant indicated that there was no pt involvement in the reported malfunction.